Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 02-apr-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Avanos medical received a single report that referenced two different incidences, which were associated with separate units, involving two different events. This is the first of two reports. Refer to 3011270181-2026-00048 for the second event. It was reported there was a perforation of the neo med feeding tube in the patient. The oral gastric (og) tube and was placed and immediately it decompensated, showed air-leak in chest cavity. Additional information received 11-mar-2026 the patient was reported to be stable on the ventilator with an umbilical artery (ua) and an umbilical vein line (uv) line., the patient was using the tube for intermittent feedings. No oral or crushed medications were used in the device. The incident occurred on insertion when the tube was being flushed. The device was flushed manually with a syringe. Device placement was verified air auscultation. Imaging was obtained after placement. A pneumothorax occurred after decompensation after insertion and the specific findings pneumothorax. The pneumothorax was treated by needle aspiration.